Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level went down from 350 mg/dl to 14 mg/dl. Customer reported that they received insulin flow blocked alarm. Customer reported that the insulin pump went back to auto mode. The insulin pump will not be returned for analysis.